Manufacturer narrative:
The device was returned to olympus for inspection. No customer reported allegation a root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue, and due to degradation problem identified, problems that occurred when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, light guide lens had missing glue was observed. The service repair technician, indicated that the most likely cause of the reportable malfunction was due to the light guide lens was slightly chipped and missing glue. There was no patient involvement.